Event description:
A caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, which resolved the issue, and the caller successfully started their sensor session.